Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer because it remains implanted to date. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted, give date: not applicable (na) since lens remains implanted to date. Initial reporter phone number : (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of an intraocular lens (iol) using the tecnis itec preloaded system, the physician noticed a central defect, noted as a central semicircular defect or tearing and a pronounced scratch on the iol. The scratch was from the optical edge to the semicircular defect (or tearing). The physician reported that the iol was intraoperatively with the defect after temporal rotated and moved up in the capsular bag (slightly upward), so that the defect was positioned outside of the optical center. On the first postoperative day, the iol defect in miosis was not visible, the optical center was free. Visual acuity pre-operative: +1,5 sphere (sph): 0.2. Visual acuity post-operative: without correction/ sine correctio (s.c.) 0.3 (g.b.n.). A delay in the procedure of fifteen (15) minutes was reported. No other information was provided.